Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported occlusion alarms occurred. Additionally, the touchscreen was not functioning. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump and resumed insulin therapy successfully.